Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump rebooted itself during rewind and prime, stopped during bolus, alarmed no delivery, failed battery test, and battery out limit. The customer was assisted with battery out limit troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The batteries were not out of pump greater than duration allowed by the pump and the alarm did not occur with first battery installation. The customer was advised to monitor and troubleshooting for failed battery alarm was performed. The customer stated that the battery cap contacts were damaged and the battery compartment had battery acid inside. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery found that the issue was resolved by changing the infusion set and reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected failed battery or battery out limit. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.